Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 48 and 78mg/dl. The expected fasting blood glucose test result range is 80-155mg/dl. The customer did report symptoms of feeling shaky and sweaty. Medical attention is reported as a result of the actual blood glucose results. Customer's husband called the paramedics when the customer collapsed in her chair, was incoherent, and eyes rolled back. Paramedics arrived and tested her blood glucose level and read in the 20's using their meter. Paramedics also tested her glucose with the true metrix air and customer was told the meter was off and to get it replaced. Caller does not know what the reading was with the meter states paramedics told him it was "way off" and was told not to use it. Customer was given soda and sugar by the paramedics and later insulin. Customer was hospitalized on (B)(6) 2020 and discharged on (B)(6) 2020. Husband also mentioned she was hospitalized twice before due to low sodium and for low blood pressure earlier this year. Customer has pending surgeries due to covid-19. Customer obtained the true metrix air meter during 2nd hospitalization she had this year. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of e-0 using true metrix meter. The test strip lot manufacturer¿s expiration date is 10/15/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).